Event description:
It was reported that the patient presented in clinic for a follow-up. Upon device interrogation, it was noted that the right atrial (ra) lead exhibited noise. The noise was reproducible. The ra lead was explanted and replaced. The patient was discharged following the procedure.